Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus australia and new zealand (oaz). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel pass thru, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device and found that the followings. - the glue of the lens was worn. - the distal end cover has dents and scratches. - the angulation has slack. - the range of the angulation was insufficient for specification. - the glue of the bending rubber was detached. - the part of the insertion tube was caught and pinched. The insertion tube became deformed. - the scope connector case and the control section were damaged or deformed due to physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [(B)(6) 2021] unspecified microbes (1-10cfu) [(B)(6), 2021] unspecified microbes (10-50cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.